Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump over-infused tpn during cyclic tpn 3-step program (ramp up, maintenance, taper) in the pediatric intensive care unit (picu). The bags used for tpn infusions had an overfill of 50ml from their suggested infusion amount and the volume of tubing and the filter was found 22.7 ml, and when accounted for priming it lost about 37 ml total (as reported by clinical staff). There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information b5: the reporter provided additional details that the tpn is manually programmed and double checked by two nurses. The admistration sets used for tpn are baxter clearlink continu-flo solution sets + baxter clearlink non-dehp extension set 16¿ 5.1ml 0.2 micron filter, luer activated valve, male luer lock adapter with retractable collar . H11: the device was received for evaluation. During functional testing, the reported problem of 'over infusion' was not reproduced. The device was tested for flow rate accuracy and delivered within specification. A review of the even history log was performed even though an event occurrence date was not provided. An infusion of IV fluids was programmed on 19-feb-2025. The infusion was started at a rate of 34ml/hr and a volume to be infused of 34ml. The pump stopped at one minute and three minutes into the infusion due to "downstream occlusion" alarms but the auto-restart occurred and infusion continued to run for another 11 hours and 45 minutes until and "air in line" alarm occurred. The air in line was cleared and the pump entered sleep mode. At 19:29 the pump was stopped by the user. No abnormalities that could cause or contribute to the reported problem were observed through the history log. The reported issue was not verified. This may be a result from inaccurate impression of over-infusion related to the multiple infusion rates present in the infusion. Low flow rate at the end results in an exaggeratedly early infusion finish time. Judging over-infusion based on timing can be difficult for this reason and should be based on volume to be infused relative to infused volume. The spectrum operator¿s manual page 8-57:8-61 contains instructions regarding tpn infusions and page b-3 contains warnings of flow rate inaccuracies. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.